Manufacturer narrative:
Result of investigation: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "optical fiber overheated", could be confirmed. During the examination, a severely damaged optical shaft was discovered. The optical shaft is broken off and shows severe torsional damage, which led to the shaft breaking. The optics contain a broken piece of shaft that does not belong to the optics. The unknown fragment does not come from an optical device and cannot be identified more precisely. The optics themselves were subjected to extreme mechanical overload, which led to their total loss. The damage cannot be attributed to a manufacturing/production defect. The damage is due to excessive improper handling. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the optical fiber overheated, burned at the tip, and got stuck". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device was returned to the manufacturing site as documented in section d9. This event is filed under internal complaint ID (B)(4).